Manufacturer narrative:
The investigation into this event is on-going. The returned sample has been forwarded to angiodynamics' action request (scar). Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, a radiologist was using the mini stick introducer set to access a pt's av graft. As the radiologist rotated the device to gain entry, the shaft of the introducer sheath broke slightly below the hub. The radiologist noticed this immediately, and was able to retrieve the sheath tubing end with a scalpel and forceps. The procedure was completed using a different introducer and the pt "recovered from the procedure as expected."